Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the handle disassembled and was not returned. The ratchet lever spring is also missing. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported by the sales rep that during a radial head replacement procedure, the cerclage tensioner handle broke off of the main body of the device. The device did not break inside of the patient. The case was completed by using a new ar-7800 without further issue.